Manufacturer narrative:
The reported event was addressed with phone support. Reseating the sterile adapter resolved the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the system would not target properly. The camera arm over-rotated and began drifting, and the customer elected to manually dock to continue with the case. The technical support engineer advised the customer that if the arm started drifting again, the customer would press the port clutch button to lock the arm. Error 31010 was confirmed in the logs for one arm. The procedure was completing as planned with no reported injury.